Event description:
It was reported that after over 20 years in service, this right ventricular (rv) lead presented a decrease in its impedance measurements, an increase in capture threshold measurements and undersensing, which were attributed to its age and long implant time. Subsequently, it was capped and surgically abandoned, with a new device was implanted. No additional patient effects were reported.